Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a kidney transplant procedure, when the needle was held by a needle holder, the suture and needle diverged. Another suture was used to complete the procedure. There was no patient injury.